Event description:
It was reported that the user experienced a low glucose event while using the ilet system with a dexcom sensor, during which the dexcom app and ilet displayed different glucose values; a fingerstick performed after oral carbohydrate intake showed 84 mg/dl, and the caller received education that sensor and pump readings can differ due to measurement timing and that a fingerstick value can be manually entered to assist calibration. Symptoms included hypoglycemia. Outcomes included urgent low glucose that was managed at home with oral glucose. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of hypoglycemia was unclear and that device function differences were attributable to expected sensor reading dynamics and timing. It was concluded that the event was consistent with hypoglycemia of unclear cause without evidence of device malfunction and that user guidance on calibration entry and oral carbohydrate treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.